Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box and pump download revealed records consistent with short battery life leading to a replace battery alarm recorded (B)(4) 2018. Moisture was observed in the batter canister and on the returned battery cap. The returned battery cap was not damaged and was able to secure properly to the pump for testing. The pump powered on and emitted a call service 177 low battery warning. The reported short battery life complaint was duplicated. Ez-prime steps were successfully completed, and all electrical current draw readings were within specification. Leak testing failed due to a battery compartment leak. There was no damage, defect or moisture contamination in the interior compartment of the pump. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter denied damage to the pump and the battery cap. Moisture corrosion in the battery compartment was reported. Low battery alarms were recorded in the pump history. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.